Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer initially questioned "several" patient results that were tested for phos2 phosphate (inorganic) ver.2 (phos2) on a cobas 8000 c 702 module. The customer mentioned 2 patients that were run on (B)(6) 2018, however, the customer did not provide any actual results for these patients. The customer provided erroneous results for 1 patient tested on (B)(6) 2018. The erroneous results were reported outside of the laboratory. On (B)(6) 2018 patient 1 initial phos2 result was 3.94 mmol/l. The sample was repeated on the same analyzer and the result was 2.46 mmol/l. The customer stated all maintenance was up to date. The customer mentioned that qc results for phos2 had been erratic since the end of the week of (B)(6) 2018. On (B)(6) 2018 the field service engineer (fse) visited the customer site. The incubation bath was replaced, the vacuum hoses at the rinse station nozzles were cut and replaced for tighter fit and the sample syringe nut was tightened. All rinse stations were checked and calibration and qc results were acceptable. After the initial point of contact, the customer provided phos2 results for an additional 5 patient samples that were run on (B)(6) 2018. Based on the data provided, the results for 4 patient samples were erroneous. On (B)(6) 2018 patient 2 initial phos2 result was 2.31 mmol/l. The repeat result was 1.34 mmol/l. On (B)(6) 2018 patient 3 initial phos2 result was 3.27 mmol/l. The repeat result was 1.92 mmol/l. On (B)(6) 2018 patient 4 initial phos2 result was 2.48 mmol/l. The repeat result was 1.14 mmol/l. On (B)(6) 2018 patient 5 initial phos2 result was 2.24 mmol/l. The repeat result was 1.40 mmol/l. On (B)(6) 2018 the fse returned to the customer site. Gear head pump pressure was ok. Reagent probes were checked and readjusted. Cuvette wash levels were checked and readjusted. Probe outer wash flow was readjusted. The ultra sonic mixer was ok. Qc results were ok. There was no allegation that an adverse event occurred. The phos2 reagent lot number was 282314. The expiration date was not provided.

Manufacturer narrative:
Based on the types of results the customer received, the incorrect results were due to a carry over issue. The actions performed by the fse were appropriate to address this issue. The customer confirmed that no further issues were observed after the service visit.

Manufacturer narrative:
The customer has had no further issues.